Manufacturer narrative:
No failure with the ems cot was observed after evaluation.

Event description:
It was reported that the cot tipped while the ems crew were transporting a patient over a curb on the ems cot. It was reported that the patient hit their head on the ground during the event and had a head CT scan. No further injuries or medical intervention were reported.